Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed battery out limit after it had been dropped into water. The customer observed fluid under the display screen. The blood glucose reading was 268 mg/dl. He advised that his blood glucose levels were high because he had discontinued use of the device as a result of its exposure to fluid, and he declined troubleshooting for the high blood glucose. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The received with intermittent button response due to corroded keypad traces. No battery out limit alarms noted. The insulin pump was received with minor scratches on lcd window and cracked reservoir tube lip. No moisture damage on motor assembly or electronic assembly noted during visual inspection.